Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices band ligation procedure performed on (B)(6) 2021. During the procedure, the rubber bands were attempted to be deployed onto the varices, but the bands did not deploy. It was noted that the handle used to deploy the bands did not make the clicking sound. They removed the gastroscope out of the patient and dismantled the speedband. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information recieved on (B)(6) 2021. It was reported that there was no difficulty experience when setting up the device

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head was returned with the device. It was also noted that the irrigation tube returned and did not present any issues. The ligator head returned with all the bands attached and some of the were slightly moved. The trip wire was not secured on the handle slot and it was kinked. Additionally, it was noticed that the slack was correctly taken up. Upon further inspection of the ligator head teeth under magnification and it was found one tooth damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of failure to deploy bands was confirmed; however, the reported event of handle feedback issues was not confirmed. A function inspection of the handle did not find any issues and an audible click was heard. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) / product label. The visual assessment identified that the trip wire was not secured in the handle slot and the handle did not have evidence that the trip wire was previously secured. Failure to secure the trip wire can lead to the trip wire slipping through the handle assembly and can contribute to an improper deployment of bands. This can also lead to more tension on the device and damage to the ligator head teeth. Additionally, the trip wire was found kinked. This could be due to user manipulation or technique used during the procedure. Based on the condition and evaluation of the returned device and all gather evidence, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices band ligation procedure performed on (B)(6) 2021. During the procedure, the rubber bands were attempted to be deployed onto the varices, but the bands did not deploy. It was noted that the handle used to deploy the bands did not make the clicking sound. They removed the gastroscope out of the patient and dismantled the speedband. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.